Manufacturer narrative:
The reported event was unconfirmed as the product meets the specifications. The root cause of the reported issue was unable to be determined. The device underwent evaluation and no issues were found with handling the device. Upon receipt the drain port was found to be damaged. The unit fails to fill the water tank due to faulty input or output (I/o) board circulation and mixing pumps. The low pressure was identified due to air leaks at the manifold temperature sensor. The input or output (I/o) board circulation and mixing pumps drain ports has been replaced. The manifold temperature sensor has been tightened to prevent the air leak. The arctic sun 5000 system was calibrated and evaluated for functionality. An electrical safety test was performed the arctic sun 5000 system passed all the tests. The device was functioning properly and ready for use. It was unknown whether the device was influenced by the reported failure however the device had met specifications during the evaluation. The device was not in use on a patient. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore a device history record review was not required. The labeling review was not required due to the reported issue was unconfirmed. Correction: e, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not working. Per follow up via ibc on (B)(6) 2021 it was stated that first the error was detected by a medical technical engineer that the manifold harness needs to be repaired since the water was not mixing. The technical support suggested replacing the mixing pump but still the arctic sun device was not performing. The 2 parts were repaired and the issue remains in place. Also stated the issue was found during the biomed functionality test before using on a patient. Per sample evaluation it was reported that upon receipt the drain port was found to be damaged. The arctic sun unit failed to fill the water tank due to faulty input or output board circulation and mixing pumps. The low pressure was identified due to air leaks at the manifold temperature sensor. The manifold temperature sensor had been tightened to prevent the air leak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not working. Per follow up via ibc on 06may2021, first error was detected by medical technical engineer that the manifold harness need to be repaired since water was not mixing , the technical support suggested to replace the mixing pump but still the arctic sun device was not performing. The 2 parts were repaired and issue remained in place. Also stated the issue was found during biomed functionality test before using on patient.